Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, it could be observed that the device sleeve is broken. Foreign matter was noted in the broken pieces, presumably biological. The pin structural condition could not be clearly observed. A manufacturing record evaluation was performed for the finished device lot number 103l406, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to the hard and continuous malleting on the shaft beside a hard bone surface and axial misalignment may cause a damage to the peek sleeve, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the healthcare professional in china that during ameniscal repair procedure on (B)(6) 2023, it was observed that the peek sleeve on the versalok anchor with orthocord device broke while securing the line of the tibial tunnel. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.